Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cannula through shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula through shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported prior to use of the bd preset¿ eclipse¿ with safety needle the i.v shields and/or protective cap came off leaving the needle exposed. The following information was provided by the initial reporter. The customer stated: "prior to use, routine examination revealed that the syringe needle had punctured the protective cap."